Event description:
I am a (B)(6) woman. I have three children ages (B)(6). I had the essure implanted (B)(6) 2011. That night and into the next morning I had excruciating pain, the pain was so bad that I was crying uncontrollably and became dehydrated. I was as white as a ghost and trembling so I went back to my ob/gyn the next day and they admitted me asap. I saw an infectious disease physician along with my ob/gyn and they put me on morphine, antibiotics and an IV. They assumed it was from the essure procedure, that there was some sort of horrible infection. I was in the hospital for 5 days. I was away from my husband at the time and children. I cried constantly in the hospital. Since I had the essure I now have health problems. Constant lower back pain that sometimes is so severe I cry. I bloat, not period bloat, bloated! It's amazing to watch. I also suffer severe migraines, anxiety, panic attacks, ibs, bronchitis, trigeminal neuralgia, I have a constant cough that comes and goes since the essure, hot flushes so severe I sweat, low grade fevers, constant low white blood cell count with my platelets changed shape - itp idiopathic thrombocytopenic purpura. I also experience sharp pain on both sides which feels like my ovaries hurt or ache all the time. Oh and I am on birth control also because my periods are so heavy. When I went to the follow-up for the dye test it came back great. No dye leaked through. This does not make a difference to me since I deal with the agony of the essure coils in my body. I never get better. Even when I'm on antibiotics, which I have been on cipro now for 15 weeks. I never seem to feel better. I think its because my body is already infected with a virus essure and antibiotics seem to mask or cover up the problem for awhile but I never get to feel good or normal, ever. I went (B)(6) 2013 to finally get a nickel test done. I will get the results (B)(6) 2013. In (B)(6) 2013 I am having the essure removed by a gynecologic surgeon at (B)(6). I had a root canal performed (B)(6) 2013 because I was in horrible pain. Now that tooth had to be removed by an oral surgeon. That tooth was removed tuesday (B)(6) 2013.